Event description:
It was reported after surgery the patient reported headaches, nausea, and vomiting. The patient hospitalized for an extra day. Following treatment with anti-emetic and pain medications the patient recovered satisfactorily and was discharged.

Event description:
Additional information reported the patient was given zofran and oxycodone as an intervention. The event was related to the implant procedure and study.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).